Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon experienced extreme difficulty with the separation of pulmonary vessels, bronchi, and lymph nodes. It was explained that a pre-operative CT did not show significant infected lymph nodes. At one point during the surgery, while the surgeon was utilizing monopolar energy to peel or separate the pulmonary artery (pa), bleeding was observed from the vessel. The surgeon was able to control the bleeding using the da vinci surgical system. Afterwards, a thoracotomy (small chest incision was lengthened to about 15 cm) and then rollout was performed. Later, the center of the right pa was temporarily blocked and stapling of the partial anomalous pulmonary veins (papv) and bronchi together was conducted (since separation proved difficult). Blood loss was about 800 ml but the surgery was successfully completed without a transfusion. There is no allegation that a malfunction of the da vinci surgical system occurred. The surgeon commented that even if the surgery had been performed via video-assisted thoracoscopic surgery (vats), the possibility of converting the procedure would have been high since the separation process was judged to be difficult. Intuitive surgical, inc. (Isi) followed up and obtained the following information. This case must be serious, but not related to the da vinci. The bleeding was reportedly due to difficult anatomy and not caused by the da vinci surgical system.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined although the surgeon attributed the intra-operative bleeding to difficult anatomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore no device is expected to be returned for failure analysis. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in this case were used in subsequent procedures, with the exception of the following: permanent cautery spatula (pms) instrument (part #470184-13; lot #n11190715-0029) and vessel sealer (vs) extend instrument (part #480422-1; lot #l91190626-0304). The pms instrument has 10 lives allotted to it. On (B)(6) 2020, it was being used on its final life. The vs extend instrument is a single use instrument. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon experienced extreme difficulty with the separation of pulmonary vessels, bronchi, and lymph nodes. While separating tissue using monopolar cauterization, bleeding from the pa occurred. The surgeon was able to control the bleeding using the da vinci surgical system. However, the surgeon elected to convert to open surgery since the separation process was deemed extremely difficult. The patient experienced blood loss of 800 ml. The surgeon attributed the intra-operative complication to difficult anatomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.